Event description:
The plaintiff's atty alleged that the decedent experienced cardiac arrhythmia and cardiac arrest on or about (B)(6) 2007. The plaintiff's atty also alleged that the decedent remained hospitalized as a result and subsequently expired on (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.